Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was not returned to olympus for inspection, so the customer's reportable malfunction could not be confirmed. A definitive root cause was not identified. However, based on the results of the investigation and the information provided by the customer, it is believed that the reported failure occurred due to a poor connection between the light source and imaging device. Reportedly, after the customer cleaned the contact points the unit was functioning properly with no error codes present. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a b30 transmission error was displayed when the light source was plugged in. The issue occurred during equipment set up several days in advance of actual clinical use. There were no reports of patient involvement.